Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the left ventricle lead exhibited high capture thresholds and extra cardiac stimulation. Unable to program around to solve the issue. The left ventricle lead was capped and replaced on (B)(6) 2023. Patient was stable.